Event description:
While removing the pigtail catheter, the operator noticed pulsatile blood flow from the puncture site. It was then noted that the hub of the sheath had separated from the sheath body and, after applying manual compression, the sheath body became lodged inside the common femoral artery. The decision was made to transfer the pt to surgery where a vascular surgeon performed a cut down procedure to remove the sheath body. The pt is reportedly recovering.